Event description:
Ous MDR - after an implantation time of 18 months, ventricular oversensing was reported, which did not result in a charge process of the ICD. The lead was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion were found along the lead body. In particular in the distal area, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the observed interference signals in the rv channel, which are reported in the complaint text. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the region of the tricuspid valve. Considerable lead movement should be regarded as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and other information on the patient. Possible influence factors to be considered are the grow in behavior of the lead in the distal area, the individual anatomy, as well as increased physical activity of the patient, especially involving the upper body. There were no indications of material defects or manufacturing errors.